Event description:
At the post-implant follow-up visit, the rv measurement decreased and the rv pacing threshold increased. During lead repositioning, sensing was low at different sites in the ventricle. The physician was not sure if the helix mechanism was working properly. As a result, the lead was explanted and replaced.